Event description:
It was reported that this right ventricular (rv) septum lead was explanted due to high pacing thresholds. After unsuccessful attempts to reposition the rv septum lead, the physician decided to explant the lead, and another rv septum lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) septum lead was explanted due to high pacing thresholds. After unsuccessful attempts to reposition the rv septum lead, the physician decided to explant the lead, and another rv septum lead was successfully implanted. No additional adverse patient effects were reported.